Event description:
Particle size was within acceptance criteria. The initial report was created in error and should be voided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was created in error and should be voided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: japan; multiple MDR reports were filed for this event, please see associated report: 0001526350-2024-00225. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during incoming inspection at the distributor warehouse products were found to be nonconforming. There was foreign substance in the packaging. There was no patient involvement. Due diligence is complete. No additional information is available. No adverse events were reported as a result of this malfunction.